Event description:
The customer reported via phone call that the insulin was not getting into the reservoir. Customer's blood glucose was 130 mg/dl. The customer stated that she was changing infusion set and a lot of air was getting into reservoir. Customer attempted to clear by releasing at tubing connector but still no luck. After troubleshooting was done, customer was changing infusion set and reservoir. Customer was advised that we would send replacement for reservoirs and infusion sets.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.